Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this device is not part of the advisory. The device was noted to be explanted and replaced due to battery depletion resulting from high programming outputs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ipg was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.